Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible ipg was implanted. There was no device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg will not be returned due to facility policy.